Event description:
Report rec'd that a pt experienced respiratory arrest while the device was in use. The pt had rec'd a total of 1.5mg of versed during a surgical procedure performed under spinal anesthesia. The pt did not require any pain medication while in the post anesthesia care unit and was transferred to a general surgical floor. At 10:15am, a loading dose of 3mg of morphine was given via the pca pump. A loading dose of 5mg had been ordered, however, only 3mg was administered as the pt exhibited some respiratory depression. The pump was set for a concentration of 1mg/ml, 1mg pca dose with an 8 minute pt lockout and a 20mg 4 hour limit. At 10:30am, the pt was reported to have stable vital signs. At 11:05am, the pt's wife alerted nursing staff that the pt "was not feeling well." His blood pressure was reported to be 48/37 and he had no palpable pulse. He rec'd 0.4mg of narcan. No info regarding whether or not any bolus doses had been requested/given was available. The total amount of morphine administered was also not available. The pt responded well to the narcan and had no adverse sequelae. He has subsequently been discharged home without further incident. No additional info was available.